Event description:
I was diagnosed with large t cell alk negative non hodgkin lymphoma in (B)(6) 2014. I have had 6 months of aggressive chemotherapy; my implants removed just recently, and will have 4 weeks of radiation. My drs believe it was due to my saline implants that I had done in 1999. This is a very rare type of cancer and less than 60 cases have actually been reported.